Manufacturer narrative:
(B)(4). Batch #: u94t5e. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the flr01 found that it was received with the retractor sheath separated from the upper retractor ring. In addition, no torn retractor was observed. No conclusion could be reached as to what may have caused the found condition. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: this retractor should not be used in patients with abdominal wall thicknesses greater than 4.0 cm. Do not use the retractor where the incision length is greater than 9.0 cm as loss of pneumoperitoneum may occur." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. In addition, a photo was received for review. During the visual analysis, the following was observed: the photo showed a dextrus device inside its open packaging and the upper retractor ring can be seen separated from the retractor. Based on the photo review the event described is confirmed, however no conclusion or root cause could be determined. See hands on device analysis above.

Event description:
It was reported that during hals rectal surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.